Manufacturer narrative:
At this time, the product will not be returned. No further information is available. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted, due to erosion, which is a precursor to infection. This is considered life threatening and requires hospitalization. No further information is known, at this time. No additional adverse patient effects were reported.